Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the device was fired and the staple line was not found in the patient. The customer noted that there were no staples in the device after the firing as well. It is unknown how the procedure was completed and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m55x2y. The analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.